Event description:
Asr revision - 2nd revision.asr xl acetabular system - right hip.resurfacing to xl - cup left in situ.cup implanted (B)(6) 2006.head, taper and stem implanted (B)(6) 2006.all revised (B)(6) 2007.reason for revision: infection.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision - 2nd revision, asr xl acetabular system - right hip, resurfacing to xl - cup left in situ, cup implanted (B)(6) 2006, head, taper and stem implanted (B)(6) 2006, all revised (B)(6) 2007, reason for revision: infection.

Manufacturer narrative:
The reason for revision was stated as infection. The investigation found that no product was returned. The primary surgery date was (B)(6)2006 for one of the items and (B)(6) 2006 for the other two items. The revision surgery date w as (B)(6) 2007 for all three items. The implants were implanted for 1 year and 2 months. Due to the length of implantation time it is not considered that the implants were responsible for the infection. A review of the manufacturing records for lot number 2129461 found no anomalies. Lot number 1198075 found two manufacturing deviations, number 3717 at operation number 15 turn complete, raised regarding temporary amendment to leeds approved supplier list and number 53 at operation number 145 clean to specification, raised regarding transfer to a new cleaning and passivation line. Lot number 2152920 found one manufacturing deviation, number 1547 at operation number 141 surface finish inspection, raised regarding trial of additional cleaning process. This was confirmed that the deviations should have had no effect on the reported incident. The irradiation cert shows the dose to be within allowable limits and no other anomalies were found. The complaint shall be closed as undetermined; no product problem identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.